Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue with the host conversion. A technical support specialist (tss) received a call reporting multiple stations stuck in progress during a host conversion and identified communication issues during data synchronization along with a duplicate key error in the conversion records. The tss proceeded to synchronize the affected stations using a backup database, which resolved the issue. The tss was then informed of another station stuck in pending due to a power loss and remained on standby to support the scheduled host conversion if a full synchronization was required. The tss also handled a reported issue with logistics not processing replenishment and continued monitoring the case while awaiting completion updates for the host conversion. The tss remained assigned to provide standby support throughout the scheduled activity and awaited further updates on the completion status and confirmed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, user requested to check there is any issue for the host conversion. There were no adverse events or injuries reported based on this event.